Event description:
On (B)(6), 2011 clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6), 2011 revealed that the patient has a history of obstructive sleep apnea. Additional information was requested from the physician regarding the patient's sleep apnea but the physician did not provide any further information regarding the sleep apnea.